Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to both the phr-review and to the explant investigation. As imaging was not provided, the type ii endoleak can not be confirmed via device analysis. Phr-review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Explant investigation (ei): the following is a summary of the ei observations: tissue present: yes minimal, scattered plaques of brown to dark brown tissue were present on the abluminal and luminal surfaces. A foci of brown to white tissue was present on the mid-region of the graft ablumen. The foci of tissue had imprinted longitudinal striations present. The imprinted tissue striations likely occurred from interaction with the luminal surface of the originally implanted device (likely cook® zenith® endograft). The lumen was reported as ¿clear¿ but that information can not be determined with the information provided. No material disruptions were identified. Request for additional analysis: no reason: based on the ei¿s review of the third party report, lack of material findings, and reason for explant (type ii endoleak), no additional analysis is requested. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluated by manufacturer: other code - the medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. The investigation is still ongoing. The results will be included in the final report. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an uncomplicated abdominal aortic aneurysm by using a gore® viabahn® endoprosthesis with heparin bioactive surface. It was stated that the stent was implanted on (B)(6) 2017 in order to treat a type ib endoleak of the endograft. The stent was implanted in the left common iliac artery. It was reported that on (B)(6) 2019, after about 2 years, the stent was explanted with all the others prosthesis due to the enlargement of the aneurysmal disease (80mm) and a type ii endoleak.